Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the implants were not returned no physical, material, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. A general review of the manufacturing and inspection records did not reveal any contributing information/trends. Device not returned.

Event description:
It was reported to k2m, inc on (B)(6) 2016 that a patient would be revised for a post-op rod fracture. Patient was revised (B)(6) 2016.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product has not been returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. If more information becomes available manufacturer will file a follow-up report at that time. Device not returned.

Event description:
It was reported to k2m, inc on 06/06/2016 that a patient would be revised for a post-op rod fracture. Patient was revised (B)(6) 2016.